Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site. The ventilator failed flow transducer test during pre-use check. The conclusion was that the o2 cell, pressure transducer printed circuit board pcb and maintenance kit 5000 h were replaced. After replacement, the ventilator worked correctly. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.